Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to patient sepsis, endocarditis and vegetation of the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2014 (B)(6). (B)(4).